Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix retracted and clogged with dried blood. An x-ray examination revealed the inner coil over-torqued at the connector region consistent with procedural damage. After cutting and cleaning the distal portion of the lead, the helix could be extended and retracted successfully by applying torque directly to the inner coil. The helix extension length was measured to be within required performance specification. The cause of helix mechanism issue was isolated to helix being clogged with dried blood and an over-torqued inner coil. The reported event of far p-wave oversensing was not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspection of the lead revealed no anomalies except for procedural damage.

Event description:
It was reported that far field p-wave oversensing was observed on the right ventricular (rv) lead. An x-ray was performed and confirmed the rv lead dislodged to the atrium. The helix of the rv lead was unable to be rotated during the reposition attempt. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. The physician did not allege a malfunction against the rv lead.